Event description:
Caller reported a malfunction on pump, which displayed malf 12. There was no adverse impact to customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was provided with pump reset information by technical support and assisted in resetting pump. After the reset, the malfunction did not recur, and customer was instructed to call back if it recurred, acknowledging and understanding these instructions.